Manufacturer narrative:
No product will be returned. No investigation was performed.the root cause of the customer's experience was not identified.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the primary set IV line spontaneously disconnected at the distal end luer connection to a non-carefusion needleless valve. Due to the resultant leak it was estimated that the patient was not receiving his infusion for 30 minutes. The infusion was resumed and the rate was increased to compensate. It was estimated that less than 2 ml of chemotherapy was spilled. There was no patient harm.